Manufacturer narrative:
Additional information: b5, h6 and h10. B5: it was reported that the bags were over stocked on their shelves and product fell onto the floor which led to the leaking issue. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in the instructions for use. The guide warns the user not to use the bag if any problems were found while preparing the solution bags. It says to discard the bag and get a fresh dialysis solution supply bag. Using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of prismasate bags were found to have external leaking. The first leak was identified before hanging the solution, ¿while the outer cover was being peeled out by the nurse¿. The second event occurred during use, while the bag was hung on the dialysis machine. The nurse observed fluid on the floor and noticed one of the bags was leaking from the same location as the first event. It was reported the bag was changed. There was no report of patient symptoms, injury or medical intervention associated with this event. No additional information is available.